Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 107) was confirmed. Upon investigation the monitor was resetting. The cause for the failure was isolated to a shorted q2 component on the computer/analog pca which resulted in thermal damage to the r46 and r17 components. The root cause for the shorted q2 component could not be positively identified. No adverse event resulted from the damaged monitor.